Event description:
The surgeon reported that he has had two pts where the femur had a fracture post operatively that originated from the site of the femoral cortical screw (part number 116240). He said he gave the pts limitations (e.g. Limited movement) and that they are doing well now.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been initiated with regard to this event. The surgeon stated that if a pt is older (approximately 70 to 80) and has a small femur, then there is a good change that the cortical screw is going to cause a stress riser. The surgeon then elaborated and stated that in the future, if the pt is older, female, and has a small size [femur], then he plans to forgo femoral registration on those pts. Any additional information that results from the evaluation will be reported in a follow-up report.